Manufacturer narrative:
Submit date: 12/19/2016. The date has been updated from 12/05/2016 to 12/02/2016.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a needle. The customer states that it looks like there is burned plastic on the end of the needles.

Manufacturer narrative:
Submit date: 12/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a needle. The customer states that it looks like there is burned plastic on the end of the needles.